Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unit passed displacement test and self test. No unexpected partial display/ missing segments anomaly noted. Unit received with cracked retainer, damage keypad overlay texture, cracked case corner of belt clip rails, minor scratched display window, cracked keypad overlay at select button and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had display was flashing. Customer's blood glucose value was 18 mmol/l at the time of the incident. The customer was assisted with troubleshooting and treated with manual injection. Customer will return device for analysis.